Event description:
It was reported that after implanting the preloaded johnson and johnson (jnj) intraocular lens (iol), the patient experienced ¿unacceptable vision quality.¿ the iol was explanted in a secondary surgical procedure and the replacement lens is unknown. There were no complications such as a capsule tear, vitrectomy, incision enlargement, or sutures. Patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unavailable due to patient privacy. Section b3, date of event: the exact date is unknown. The best estimate is between the implant date and the date johnson and johnson received the explanted iol. Nov 22, 2024 through june 11, 2025. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 8, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint iol was received in a specimen cup. The lens was removed from the specimen cup, dried, and visually inspected under magnification. The lens was observed to be cut in half. No further issues were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.